Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "constant downstream occlusion" was not reproduced. The device was sent for downstream occlusion testing, and the device passed. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Additionally, the reported issue "damaged load guide channel" was confirmed during evaluation. Evaluation inspected the device and found that a door spacer label was missing, and the direction of flow label was creased. It was determined that the front case required shimming to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.